Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cemented femoral stem: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni; unknown hinge assembly: catalog#ni, lot#ni; unknown tibial tray and stem: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02783, 0001825034-2021-02784.

Event description:
It was reported that patient underwent a total knee arthroplasty and experienced post-operative complications approximately 1 year and 9 months post implantation. At that time patient was revised due to loosening of the femoral cemented stem as well as wear and fracture of the polyethylene. Attempts were made and no further information was provided.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: the patient was born in 1949. D10: medical product: oss cemented im stem 18x150 50: catalog#:150372, lot#:216090; optipac 80 refob bone cmt r-3: catalog#:4712500398-3, lot#812aa09210; oss rs 7 cm mod seg fmrl-lt: catalog#:161012, lot#:906620; oss 3cm ellip diaphyseal seg: catalog#:150461, lot#:658110; oss rs poly fem bushings set/2: catalog#:161034, lot#:998490; oss rs axle: catalog#:161035, lot#559330; oss mod tib baseplate 67mm: catalog#:150421, lot#:947160; oss cemented im stem 13mmx90mm: catalog#:150362, lot#:415430; oss poly tibial bushing: catalog#:150476, lot#:315060. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of being implanted scratched / gouged / worn and foreign material imbedded. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap film of the left knee demonstrates a left total knee arthroplasty with hinged prosthesis and long stem femoral component status post distal femoral resection. Possible loosening at the bone cement interface of the femoral component. No fracture seen. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that patient underwent a total knee arthroplasty and experienced post-operative complications approximately 2 year and 8 months post implantation. At that time patient was revised due to loosening of the femoral cemented stem as well as wear and fracture of the polyethylene. Attempts were made and no further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: oss cemented im stem 18x150 50: catalog#150372, lot#216090; optipac 80 refob bone cmt r-3: catalog#47125003983, lot#812aa09210; unknown femoral component: catalog#ni, lot#ni; unknown hinge assembly: catalog#ni, lot#ni; unknown tibial tray and stem: catalog#ni, lot#ni. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.